Event description:
The affiliate reported that after implantation, the device displayed ¿pump battery low¿ several times. As a result, the device was explanted.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Please be advised that the product code is 91-4200 and not 9-14200 as previously reported. Upon completion of the investigation, it was noted that this was the first reported case of ¿low battery¿ alarm reported on an implanted medstream pump. The device data was extracted from the pump for analysis and no anomalies were observed. The visual analysis was performed and it was observed that: the pump was returned with the 4 suture loops, around 10 punctures were observed on the filling septum, several scratches were observed on the top cover and the back of the pump, 5.1323ml of drug were extracted from the pump reservoir, the bolus flush was performed without difficulties. During further investigation of the device, it was noted that the unexpected low battery alarm was confirmed. The measurement performed during the investigations showed that the battery capacity was full, as expected for a new implanted pump. Based on the investigation results, the root cause of this alarm could not be identified. A DHR review was performed for the medstream pump and it was observed that the device met specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
The product code is 91-4200 and not 9-14200 as previously reported.